Manufacturer narrative:
(B)(4). It was reported that this patient experienced stenosis of her edwards valve. Many factors can contribute to the onset of bioprosthetic valve stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological and intrinsic properties of the valve itself. In this case, there is insufficient information to determine the root cause of this event. There is also no information suggesting that the edwards device caused or contributed to the patient's death. No further actions are possible with the available information.

Event description:
Edwards received information that this (B)(6) female patient experienced bioprosthetic aortic stenosis after an implant duration of approximately 14 years. Comorbidities included diabetes, hypertension, myocardial infarction, cad; s/p CABG and avr, nyha class IV and pvd. Patient was scheduled to undergo tavr within the existing edwards valve; however, it was learned the patient expired. The exact cause of death is unknown. The patient was reported to have a pea and was also under treatment for c difficile. No other details have been provided.